Event description:
It was reported that a small volume intermate leaked medication into its housing. This occurred after the device was filled with 0.9% sodium chloride. Patient connection at the time of the issue is unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 18, 2013 to september 19, 2013. Evaluation summary: the device was received for evaluation. During visual inspection fluid was observed in the housing of the device. The cause of the leak was missing film wrap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the missing film wrap is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.